Manufacturer narrative:
Results: the product was received complete. The lead was kinked with all wires broken at approximately 26cm from the stimulation end. The broken wires observed on the lead were consistent with the distal end of the swift lock anchor. It was also consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 7. Reference MFR report#: 1627487-2011-05446, 05553, 05555, 05556, 05557, 05558.